Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The pad was torn off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the pad breaking off was likely caused by the following mechanism(s): 1. During the seal and cut output, nothing was being grasped between the gripping section and the tip of the probe (including the tissue that had been cut), so the tissue pad was worn and part of it came off. 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. A seal and cut short circuit error occurred because the seal and cut output was performed while the non-insulated part was in contact with the probe. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the pad from the subject device was separated from the upper jaw at the tip. The procedure was completed using a similar device. The issue occurred during preparation for use for a colectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.